Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the physician was unable to remove the right atrial (ra) and right ventricular (rv) leads from the device. It was noted that both of the distal setscrews were stripped and leads were stuck in the header of the device, subsequently the procedure was stopped and the patient was admitted to the hospital overnight. A new procedure was performed three days later where the device was explanted. Both the ra and rv leads were damaged during the removal process, thus they were surgically abandoned. Due to difficulty patient anatomy, the physician opted to only implant a rv lead with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.